Event description:
It was reported that pump displayed malfunction alarm malf 9 with fault ID 0x20f1 and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm recurred.